Event description:
Boston scientific received information via the patient¿s remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed low out-of-range (oor) impedance measurements of 0 ohms. Boston scientific technical services (ts) discussed the factors affecting this observation as well as providing troubleshooting options. Additional information was obtained indicating that the patient was brought in for device check and everything was normal. This observation was assumed to be due to electromagnetic interference (emi). The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.